Event description:
Following a diagnostic procedure, an angio-seal device was deployed and hemostasis was successfully achieved. However, four hrs later as the pt was sitting up and attempting to void (bearing down), late bleeding was noted. Manual pressure was held for 25 minutes and hemostasis was again achieved. The groin looked to be in fine condition. The pt was held overnight for observation and discharged home the next day.